Event description:
Two biorci screws broke during an acl procedure. Surgeon stated that all pieces were retrieved from the body, and the pt did not experience any injury. Surgery was completed using two more biorci screws. Biorci driver did not fully seat into the two screws that broke.